Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open gastric tube procedure, the firing knob was broken off at the 2nd firing when the firing stopped at staple on staple, and then moved forward forcibly. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No devices will be returning.